Event description:
It was noted that inadvertent deployment occurred. Vascular access was obtained via contralateral approach. The 80% stenosed, 6cm long target lesion was located in the middle part of the superficial femoral artery. After crossing the lesion with a guidewire, pre-dilatation was performed with a balloon. A 6 x 60 x 130 innova stent was selected for use; however, after unpacking, it was noted that about 20% of the stent had already deployed outside the sheath. The stent was retracted, and the procedure was completed with another of same device. There were no complications reported and the patient status was stable.